Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that an alarm sounded for variable impedance and episodes of ventricular oversensing. It was noted there was suspected fracture of the lead. The lead is planned to be explanted and replaced. No patient complications have been reported as a result of this event.